Manufacturer narrative:
The investigation of saturated flow has been completed. The pump was not returned for investigation. The data log shows a motor current spike followed by a hike in pump flow above the specification range at steady p-level p7. The motor current spike may refer to the interaction with biomaterial during the case run. The cause of the saturated pump flow issue was most likely biomaterial, based on data log trend. Thrombus failure mode was added as investigated failure mode based on the data log review. The root cause of the thrombus was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an impella cp had saturated flow, and the physician decided to explant the impella cp. Impella suction thrombus is likely to have been pulled into the descending aorta until the explant. The patient's outcome is stable.

Manufacturer narrative:
The device was received for investigation. The investigation findings confirmed what was reported in previous manufacturer device report 1220648-2025-30040-1. The pump and purge cassette was returned for investigation. No visual damage was observed on the returned product. Significant biological material was observed on the returned product. The pump was then tested in a bucket of water, and flow was noted to be saturated. The cause of the saturated pump flow issue was biomaterial, based on return product investigation and data log review. D9 device returned to manufacture date added.